Event description:
The end user reports that while operating the power wheelchair on a steep sidewalk in the rain they lost control and fell..

Manufacturer narrative:
No malfunction found. The end user was not exercising caution operating the power wheelchair up a steep sidewalk in the rain and by not maintaining control and driving the power wheelchair off the curb. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles and other people, loss of control, or falling from the power wheelchair, drive in proper environments: do not operate the power wheelchair in conditions such as rain, standing water, sleet, slush or snow." And "[t]o reduce the chance of serious injury or death loss of control or falling from the power wheelchair, drive in proper environments and avoid ramps and slopes that are too steep"